Event description:
The customer contacted abbott customer service and support (css) because error code 7004 and a temperature failure occurred on an architect i2000sr analyzer. Css instructed the customer to remove and clean the card cage filter. Upon restart, the customer stated the analyzer went to stop and multiple error messages were generated, indicating the temperature control card did not respond. Smoke was observed coming from the lls 2 located in the upper slot 6. The damaged card was replaced to resolve the issue. The probable cause of the damaged board was the clogged card cage filter. No injury to personnel was reported.

Manufacturer narrative:
(B)(4), smoking (B)(4), no consequence or impact to patient. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Replacement of the liquid level sense board resolved the issue of observance of smoke. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.